Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 458 mg/dl. The customer had not reported any symptoms and treated with manual injection. Customer's blood glucose value was unknown at time of call. The customer stated that she could not upload pump to carelink and was stated that the healthcare professional's had adjusted her basal rates and carb ratios. Customer's blood glucose value was 270 mg/dl but tonight customer blood glucose value was 458 mg/dl after eating and was given 8u for it. The product was not returned for analysis.